Event description:
Patient relays granuloma requiring removal, pain, bleeding, allergy, swelling, acne-like lesions that she also refers to as eruptions or plugs of plexiglass and pus. These issues began occurring about 3 years after bellafill injections in 2015/2016 timeframe in off-label locations: cheeks, tear ducts, "eye folds", marionette lines. Patient states she removes the "plugs" manually. She states she was prescribed acne medicine (accutane) for her symptoms which caused more problems. She is now on trimothroprim to calm the "eruptions." She also states she's "been stuck in a chair with my jaw up, bleeding for exactly 365 days."

Manufacturer narrative:
Patient relays granuloma requiring removal, pain, bleeding, allergy, swelling, acne-like lesions that she also refers to as eruptions or plugs of plexiglass and pus. These issues began occurring about 3 years after bellafill injections in 2015/2016 timeframe in off-label locations: cheeks, tear ducts, "eye folds", marionette lines. Patient states she removes the "plugs" manually. She states she was prescribed acne medicine (accutane) for her symptoms which caused more problems. She is now on trimothroprim to calm the "eruptions." She also states she's "been stuck in a chair with my jaw up, bleeding for exactly 365 days." Additional info: b3-event date: the date of event is unknown at this time, but per patient was about 3 years after bellafill injection. . D6a: implant dates are unknown; however, per patient the bellafill injections occurred in 2015/2016 timeframe. D6b: date of explantation is unknown. Patient indicates she is manually removing "plugs of plexiglass and pus." D9: artefill (now bellafill) syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." E1: the reporter's (patient's) address is unknown; however she is believed to be located in ontario, canada. H6 - "health effect - impact code" 4650 chosen because no code was found for patient's manual removal of "plugs of plexiglass and pus." 4616-disability chosen, due to patient indicating she's "been stuck in a chair with my jaw up, bleeding for exactly 365 days." H6 - "medical device - problem code" 2933-expulsion chosen because the patient indicates "eruptions." Bellafill use cannot be confirmed at this time. The patient provided permission to speak with their bellafill injectors. Patient indicated she had two (2) bellafill injector locations:: dr. (B)(6), (B)(6) surgery center, (B)(6). Dr. (B)(6) office requested the patient send them an email requesting permission to provide records. Patient indicates she has sent the email. No response from the office yet. (B)(6) clinic, (B)(6). Per the office, they did not open until 2019 and did not exist during the patient's injection timeframe of 2015/2016. They also relay they have no records of this patient at their facility. Review of bellafill shipping history to vita cosmetic and laser found no shipments prior to (B)(6) 2020. Patient indicates she is not seeing a medical professional for her current issues, but has seen various providers for her issues and is currently seeking a new provider. Suneva has requested permission to speak with past providers, as well as names and contact information.. Suneva will continue to follow-up to obtain additional info and will provide a follow-up to this emdr once relevant new information is received.